Event description:
It was reported that an unspecified malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer reverted to manual injections for insulin therapy.